Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2009-04303 and 3005099803-2009-04305 for the other associated device information. It was reported to boston scientific corporation that spyscope access and delivery catheter, a spyglass direct visualization probe and spybite biopsy forceps were used during a spyglass procedure performed in 2007. According to the complainant, during the procedure, two stones were visualized in the cbd and a laser lithotripter was used to successfully break-up the stones. Each stone was subsequently removed from the cbd. Seventeen days post procedure, the patient experienced moderate cholecystitis which required 11 days of hospitalization. Additionally, the patient underwent a cholecystectomy twenty four days after the procedure, which helped the patient to recover from the cholecystitis.

Manufacturer narrative:
Cholecystitis. The complainant was unable to provide the suspect device serial number, therefore, the device manufacture date is unknown. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.